Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated therapy was performed and completed on the cycler without any failures or problems. The cycler underwent and passed a system air leak test. Load cell verification testing was performed with no issues noted. No discrepancies were encountered during an internal visual inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius customer service (cs) that the patient passed away on (B)(6) 2020, while in the hospital. The reason for the patient's hospitalization and the date of their admission was not reported. According to the contact, the patient was in the hospital completing both hemodialysis and continuous ambulatory peritoneal dialysis (capd). However, the products being utilized in the hospital were not fresenius products. During the hospitalization, the patient reportedly contracted peritonitis. The contact stated that the patient¿s pd catheter (not a fresenius product) was never cleaned prior to connecting for treatment. The cause of death was reported to be cardiac related. Attempts to obtain confirmation and additional information from the patient¿s pd nurse were unsuccessful. There was no allegation of a fresenius device malfunction or deficiency and it was reported that the hospital was not using fresenius products for capd therapy. However, the reason for the patient's hospitalization was unknown.